Event description:
Same pt as MDR 6000093-2005-00555, -00557, and -00558. The index procedure treated one target lesion. Target lesion 1 was a 3.25 mm vessel diameter, 90% stenosed region of the proximal circumflex (cx) artery. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.0x24 mm (lot 7289653) drug eluting stent. The drug eluting stent was post dilated after deployment. A grade f dissection was reported as a procedural complication at the target vessel distal to the drug eluting stent. The physician repaired the dissection by successfully placing one medtronic driver stent at the dissection location. The pt was discharged from the hospital 2 days post index procedure receiving asa, and plavix. The site reported that the pt experienced an inferior q-wave mi post index procedure prior to discharge from the hospital. The action taken to remedy the mi was reported to be a cardiac medication change. The mi was resolved 2 days post index procedure.

Event description:
It was further reported that the pt was enrolled in the arrive 2 program on the date of index procedure. Target lesion 1 (22 mm long) was identified in the prox cx with 90% stenosis and a 3.25 mm reference vessel diameter. The cx was angioplastied and the vessel had a dissection extending to the upper branch of om 2. Target lesion 1 was then treated with pre-dilatation and placement of a 3.0 x 24 mm taxus stent. There were multiple unsuccessful attempts to place additional taxus stents (2.5 x 20 mm and 2.5 x 16 mm). The pt was treated with integrilin and a nitrogylcerin drip. A commerical bare metal stent was passed successfully to the distal edge of the dissection. This stent did not overlap the previously placed study stent. The dissection was contained and final stenosis was 0%. While still in the hospital, the pt's troponin levels were elevated and the site reported an inferior q-wave mi. Cpk enzyme levels did not meet guideline criteria for mi. The pt's hemoglobin dropped post procedure but then remained stable. CT scan of the abdomen/pelvis showed a hematoma from the cath site. Blood pressure remained elevated at day of discharge and atenolol and lisinopril were increased. The pt was discharged 2 days post index on asa and plavix. In the opinion of the physician the relationship of the mi to the taxus stent is probable, however, there was no relation to the target vessel. Six days post arrive 2 procedure, the pt was admitted to the hosp from an outlying facility due to increased shortness of breath, sheezing, chest tightness that was not relieved by nitroglycerin. Troponins were positive and the ptwas placed on heparin. The site reported an inferior q-wave mi. Cardiac enzymes met the guideline criteria for mi. In the opinion of the physician there is a probable relationship between the mi. Taxus stent, and the target vessel. Cardiac catheterization seven days post index procedure revealed right dominant, left main normal, lad with mild diffuse disease, left cx with total occlusion of the proximal segment representing in-stent thrombosis. Pci of the cx was thought to be high risk and was not attempted. She was treated with heparin. Of note, the admission note includes asa/plavix in the medication list. Post procedure the pt had an episode of pulmonary edema with desaturation, thought to be related to her peri-procedural fluid administration. She improved with lasix administration. The pt was dishcarged four days later on the iron replacement therapy for anemia as well as asa and plavix. In the opinion of the physician there was a probable relationship between the taxus stent and the stent thrombosis.